Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Aller reported blood glucose results of 233 mg/dl from lab and 90 mg/dl from meter within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The meter result was actually 20 mg/dl.